Event description:
It was reported that a spectrum infusion pump alarmed system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom system error 105 alarms through review of the event history log, but did not reproduce it. The evaluation found that the device had severed motor mount screws, which is a known contributor to system error 105 alarms. The motor assembly and motor mount screws were replaced.